Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after difficult lead placement due to anatomy, the lead exhibited unacceptable threshold measurements in several different locations and fixation was not good. The lead reportedly became dislocated each time the guidewire was removed. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed that lead thresholds were unacceptable because they were high and the lead could not pace.